Manufacturer narrative:
Visual inspection: during the investigation, no significant deformations or damage of the valves were determined. Permeability test: a permeability test has shown that all components are permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the progav 2.0 operates within the accepted tolerance in the horizontal position. The shuntassistant 2.0 does not operate within the specified tolerances in the vertical position. An accelerated outflow of shuntassistant 2.0 could be determined. Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected and the braking force is within the given tolerances. Internal inspection: after dismantling of the valves, no deposits were found in both valves. To make the deposits in the shunt system more visible, they were colored using a staining solution. Results: in advance, we would like to point out that the product sent in was not inserted in liquid at the time of delivery. Dried deposits can influence the function of the products, which can affect the results. Despite this, we have examined the valve. Based on our investigation results, we can determine an accelerated outflow at the shuntassistant 2.0, but no deposits. At the time of the investigation, it is not clear to us how this functional impairment occurred. When opening the valves, it is possible to see a large part of the interior. Nevertheless, there are areas that cannot be examined visually. These areas may contain organic deposits that could impair the function. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav 2.0 shuntsystem (#fx596t) was implanted during a procedure performed on (B)(6) 2023. According to the complainant, the shunt showed an under-drainage. The patient underwent a revision procedure performed on (B)(6) 2023. The complainant device has returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 1 months weight: 3.28 kgs height: 57.5 cm gender: male